Event description:
A user facility reported a quality issue with an intraocular lens (iol). In a follow-up, the coordinator for ophthalmology reported that the lens "was very hard and just didn't look right." The surgeon decided not to implant the lens and there was no patient impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/04/2008 and 12/16/2008 by phone and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 12/19/2008.